Event description:
It was reported that in the intensive care unit after the catheter was placed in the pt's jugular vein, the swg unraveled during removal. As a result the swg was removed in its entirety, and a new kit was opened and used w/o issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.